Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The product was returned and the high purge pressure was confirmed. The returned pump was visually inspected and biomaterial in the purge gap was observed. No other abnormalities were observed. The cause of the issue was biomaterial in the purge gap. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with unknown race/ethnicity and unknown primary indication was implanted with an impella cp device for mechanical circulatory support. After starting the pump, there was a sudden increase of purge pressure. The impella flow was reduced, but subsequently the pump was explanted and replaced, which resolved the issue. There was no reported patient harm.